Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a disengaged knife. The cause of the difficulty could not be reliably determined as the disposable loading unit in question was not returned for evaluation.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.